Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and sling mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent the concurrent procedures of a transvaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that post insertion the patient experienced pain, erosion, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, organ perforation, urinary problems, and bowel problems. It was reported that the patient underwent partial mesh removal on (B)(6) 2009. (B)(4) - undefined recurrence; dyspareunia; urinary problems; bowel problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03895. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent vaginal hysterectomy/ bilateral salpingo-oophorectomy, anterior paravaginal repair, transvaginal transobturator urethral sling, posterior repair of uterosacral ligament, colpopexy and cystoscopy, intravenous pyelogram due to pelvic discomfort, stress urinary incontinence, pelvic pressure resulting from pelvic organ prolapse, cystocele, rectocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03895. The same patient is represented in each medwatch.